Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation: a device history record review was completed for provided material number 305213 and lot number 9322472. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one thousand physical samples and one photo was received for evaluation by our quality team. The samples came in ten shelf boxes with one hundred samples in each box. A visual inspection was performed and the needle hub flash was observed. The photo provided shows a needle assembly with the needle hub plastic flash. It could be possible for this defect to occur if one of the mold cavities had an issue that was not detected during the molding inspections and in the next processes.

Event description:
It was reported that 1000 bd needle vented nokor 16x1 tw were found to be damaged/deformed before use. The following was reported by the initial reported: "it was reported that 1 case were found with flashing needles. Per attached email: unfortunately we received another rejection for bd# 305213 ¿ busse#5032a that came in under po 848361. 1 case = 1000 needles lot# 9322472 (same lot as the other 2 rejections). Reason: needles were found with flashing."